Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use closure fast catheter for patient treatment. Local anesthesia was used and IFU was followed. It was r eported that during the second cauterization, the temperature rose to 137 and the unit stopped and error code 350 was displayed on the generator. The device was replaced with a new product and used to complete the procedure. No patient injury reported.